Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's presented in clinic after receiving inappropriate shock from their implantable cardioverter defibrillator. The patient was stable throughout the entire episode and did not report any overt symptoms besides the shock.